Manufacturer narrative:
Sales order information show system 6 blade was ordered by the hospital and shipped correctly. The wrong blade was loaded into the system 5 saw. System 6 saw blades are not intended to be used on stryker system 5 saws. On (B) (6) 2010, email received from physician indicating that the mcl healed uneventfully and patient is experiencing some stiffness in the knee.

Event description:
During an oxford partial knee replacement surgery, a physician reported a stryker system 6 blade was used in a stryker system 5 handpiece. It was reported, the blade wobbled during use and cut an mcl as a result. The doctor performing the partial knee replacement repaired the mcl during surgery. On (B) (6) 2010, the doctor reported the patient is doing well.